Manufacturer narrative:
Patient information was not provided. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA inc has received a report stating the tip of the evh catheter broke during a procedure. There is no report of any patient injury. Livanova received the report ref mw5097872.

Event description:
See initial report.

Manufacturer narrative:
Livanova received report about an evh system brake inside the patient's leg during procedure. No patient injury was reported. Affected component was not available for product analysis at manufacturer. Review of the DHR did not identify any deviations, non-conformities or material scrap/requests relevant to the reported issue. No other complaint was received for same lot. Livanova investigation could not address any device related malfunction. Based on available information, suboptimal usage of the device could not be excluded. As no root cause could be identified and risk is acceptable, no corrective action will be undertaken. Livanova will keep monitoring the market.